Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.